Event description:
It was reported that the vns pt was scheduled for generator replacement surgery due to possible end of service of the generator. Clinic notes were received on the pt dated (B)(6) 2010, which noted that the site was referring the pt for generator replacement and that the device was not showing that it was end of service, however, based on the length of implant, the output current and the duty cycle (44%) the nurse indicates that the device is "probably" near end of service and is working intermittently. It was noted that the pt's mother has observed the same symptoms and side effects as when her previous generator had reached end of service, and the pt has had a significant increase in seizures. Good faith attempts to obtain additional info are underway.